Event description:
It was reported that the asymptomatic patient presented in the emergency room after receiving inappropriate shock therapies due to lead dislodgement. Upon device interrogation, the lead was sensing both atrial and ventricular signals inappropriately. The lead also exhibited low sensing and inappropriate atrial capture. Under the chest x-ray, the lead was found to be in the atrium resting on the tricuspid valve. The lead was explanted and replaced. The patient tolerated the procedure well and will be followed normally.